Event description:
The staff member was starting an IV when the event occurred. The catheter safety did not lock fully into place after use, the needle continued to stick out after the safety had clicked. There was no harm to the patient or the staff member. This facility has had four events with this device over an approximate two month time period.what was the original intended procedure?IV access.